Event description:
Oratec became aware of this alleged adverse event via a lawsuit. Due to the pending litigation oratec is unable to confirm the adverse event or obtain info regarding the pt status. The lawsuit states the physician used the vulcan system to smooth a portion of the pt's left knee cartilage. The pt later developed avascular necrosis of the medial femoral condyle.